Event description:
See also MFR 3007566237-2012-00964 after a replacement device was placed, the patient's device had impedances greater than 40, 000 ohms on all electrodes on one of the leads. It was unknown which lead was affected. The battery was also showing end of service (eos) within a week of implant. The patient met with their physician. It was clarified that the right device read eos and showed electrodes 2 and 3 to be low at 3 v. The left device also showed impedances high and out of range. The patient was having difficulties with her dystonia. The patient was to be scheduled for diagnosis. Additional information was requested.

Manufacturer narrative:
(B)(4)